Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During visual inspection a/d screen was found that downstream occlusion sensor (dso) was not functioning properly therefore it does not detect the cassette, alarm probable cause was identified during visual inspection test, dso sensor was replaced. Device passed all test.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "cassette not attached properly. Reattach cassette." With known good cassette, and again with standard admin set. There was unknown patient involvement.